Event description:
Account alleged that the head section ran upwards continuously.

Manufacturer narrative:
Tech found that a two pin wiring harnesses from communication board in the siderail was grounding out on inner articulation control board. Tech removed the wiring harness from board pins to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.